Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed an "off set self check failure - 1003" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The malfunction was attributed to fluid ingress. An internal examination revealed the presence of blood within the manifold and spm tubing. The detection of fluid (blood) ingress undermines the integrity of the investigation. To recertify this device, it is necessary to replace all components that show signs of fluid ingress. After the repairs were completed, the device successfully passed all testing. Analysis of reports of this type has not identified an increase in trend.